Event description:
Per the complianant the pt received an under delivery (>50%) of medication (desferal) during an 8 hour treatment. The complainant described that the pt alternates treatment between two pumps and is not certain which pump was involved with the under delivery. Per the complainant there was no injury associated with the event.